Event description:
Report received indicated that the balloon leaked after inflation. A percutaneous transluminal angioplasty (pta) was being performed there was no vessel information available. The device was advanced to the lesion over the guidewire through the sheath introducer. The balloon was inflated at 4 atmospheres using an indeflator, however, the balloon leaked post inflation. Product was removed and there was no adverse consequence to the patient. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni